Event description:
The tip of the transend .010" guidewire broke during manipulation. Retrieved the tip with the aid of a snare. The case was completed successfully without any complications with the patient.